Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and severely calcified left main coronary artery. The physician advanced a 15mm x 3.50mm apex balloon to predilate the lesion and the balloon became scratched. The apex balloon was unable to be inflated. The physician removed the device as a unit and confirmed a balloon rupture outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found blood and contrast in the balloon and inflation lumen. When positive pressure was applied with an inflation device, water emitted from two holes in the outer shaft 7cm from the tip. Magnified inspection revealed scratches in the shaft material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).